Manufacturer narrative:
Date of event= "last week" (reported on (B)(6) 2022). Occupation = inventory coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the metal stiffened cannula separated from the inner plastic catheter (dilator) included in a micropuncture transitionless stiffened cannula access set. All portions of the device were removed from the patient. The introducer was not advanced or removed through a previously placed closure device. Another manufacturer's stiffened micropuncture device was used to regain access and complete the procedure without incident. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, the metal stiffened cannula separated from the inner plastic catheter (dilator) included in a micropuncture transitionless stiffened cannula access set. All portions of the device were removed from the patient. The introducer was not advanced or removed through a previously placed closure device. Another manufacturer's stiffened micropuncture device was used to regain access and complete the procedure without incident. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the returned complaint device was also conducted. The complainant returned the introducer components from an mpis-501-10.0-sc-nt-sst set to cook for investigation. One used set was received (a metal cannula and both the inner and outer catheters). The stiffened cannula was separated from the white inner catheter. These components are supplied by an outside supplier. After further communication with the supplier, it was determined that the diameter of the metal stiffened cannula was manufactured below specification. A review of the device history record and lot history could not be conducted due to the lack of lot number from the user facility. A search of all complaints on stiffened cannula micropuncture sets found two other instances of this failure within the past 3 years, however there were no similarities between raw material or lot numbers. There is no evidence of additional nonconforming devices in house or in the field. A device master record (dmr) review was performed, and the device quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Cook has concluded that a supplier manufacturing deficiency contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.